Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted d4 - primary UDI number. Additionally, the h4 - device mfg date is provided.

Event description:
It was observed that during the device evaluation, the plastic distal end cover on the subject device was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.